Event description:
The patient reported tightness and pain at the incision site. The patient will follow up with the clinician in december.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and the patient not attending the post-op visit have been ruled out as potential causes. However, the questionnaire shows it is unknown if multiple tunneling attempts were performed, antibiotics were prescribed pre-operatively, and if the site was irrigated before closure, which may be contributing causes to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the tightness and pain at the incision site is potentially due to the site note being irrigated before closure and the patient not being prescribed antibiotics preoperatively (user error - clinician).

Event description:
The patient reported tightness and pain at the incision site. The patient will follow up with the clinician in december.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and the patient not attending the post-op visit have been ruled out as potential causes. However, the questionnaire shows it is unknown if multiple tunneling attempts were performed, antibiotics were prescribed pre-operatively, and if the site was irrigated before closure, which may be contributing causes to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the tightness and pain at the incision site is potentially due to the site note being irrigated before closure and the patient not being prescribed antibiotics preoperatively (user error - clinician).